Event description:
It was reported that the insulin pump had a black screen. Troubleshooting was performed. It was stated that the device was exposed to hot temperatures. The mother also reported that the customer was in the pool while wearing the insulin pump. No further information was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic and motor assembly.